Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer the customer has been having re-occurring issues with sugar versus blood glucose readings. The sugar glucose showed that he was in the 70's mg/dl when he was actually in the 40's mg/dl. The customer's current blood glucose was 162 mg/dl. The customer reports an additional incident when the sugar glucose was 54 mg/dl and his blood glucose was 228 mg/dl. The customer also states that they are unable to upload to carelink. Advised customer to remove and return the sensor and they will be sent two courtesy sensors. No further information was reported.